Event description:
One pt with two samples for ferritin that do not fit the clinical picture. Sample 1, 2008, gave 9541 ug/l. Sample 2, two weeks later, gave 10569 ug/l. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.